Manufacturer narrative:
The reported speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during the surgery when the speedscrew anchor deployed, one of the suture snares broke and only one suture was able to be deployed in the anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive torque. (2) tissue thickness. (3) over tensioning the suture. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: - preoperative and operating procedures including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this system. - do not load the suture into the implant prior to insertion into bone. - ensure that the suture does not wrap around the inserter while screwing the implant into bone. - do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. - do not over tension the suture. - contraindications: use of suture other than magnumwire¿ suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during the surgery, when the speedscrew anchor was being deployed, one of the suture snares broke and only one suture was able to be deployed in the anchor. Another bone hole was made, another anchor was opened and the procedure continued. The surgery was slightly delayed. The patient was not injured.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery when the speedscrew anchor deployed, one of the suture snares broke and only one suture was able to be deployed in the anchor. Another hole was made, another anchor was opened and the procedure continued.